Event description:
(B)(4) study. Same case as: 2134265-2011-04953. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the proximal right coronary artery (rca) extending into the distal rca. The target lesion was 100% stenosed and possible thrombus, 3.0mm in diameter and 80mm long. The target lesion was treated with pre-dilatation and overlapping 3.0x24mm, 3.5x28mm, 3.5x28mm, 2.5x20mm, 2.5x16mm and 3.5x20mm taxus element stents. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient experienced restenosis of the 2.50x20mm, 2.50x16mm and 3.00x24mm stents. The patient was hospitalized for elective check-up status post recanalization of the rca. Treatment of the distal rca into the posterolateral branch post index procedure, consisted of placement of two 2.5x12mm non-bsc stents. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by the manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).